Event description:
It was reported that during the surgery the screw broke off when it was being screwed. No patient injuries or significant delay reported. A back-up device was available to complete the surgery. All the broken pieces were removed using tweezers. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint. The anchor has broken at the suture eyelet. No pieces are missing from the anchor. Anchor was removed from the inserter and the inserter tines are dramatically bent. The condition of the device indicates it was subjected to excessive force during use resulting in the failure. Per the device instructions for use under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.